Manufacturer narrative:
During inspection and testing, foreign material found in the nozzle was suspected to be due to insufficient cleaning of the device. The reported issue (foreign material in the suction channel) was not confirmed. The foreign material may have been removed from the channel during reprocessing at the customer site, before the device was sent to the olympus service center. In addition, service found the water supply from the nozzle was unsmooth. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the suction channel of the subject device was clogged with foreign material. Reportedly, the foreign material was suspected to be a melon seed. The reported issue was identified during reprocessing of the subject device and resistance was experienced while cleaning the channel with a cleaning brush. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the water supply nozzle was clogged with foreign material; however, the foreign material could not be identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm the presence of the reported melon seed which was allegedly clogging the biopsy channel. It was thought that the melon seed may have been removed during reprocessing before the subject device was returned to the olympus. A review of the device history record (DHR) found no deviations that could have caused or contributed to the clogged biopsy channel with the melon seed. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was initially reprocessed incorrectly at the user facility. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "operation manual_ operation_ insertion_ air/water feeding and suction warning:avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. Reprocessing manual_ manually cleaning the endoscope and accessories brush the channels¿. Olympus will continue to monitor field performance for this device.